Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm, failed battery test alarm or bad battery alarm was noted. The low battery alarm functioned properly. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms and battery failed test alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to a full body scanner; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms, low battery alarms, bad battery alarms, and off no power alarm. Insulin pump passed displacement test. Customer was advised that alarm was due to a connection issue, but insulin pump would be replaced due to off no power alarms.